Event description:
The customer called and reported experiencing high blood glucose of 566 mg/dl. Customer experienced symptom of heart palpitations. High blood glucose persisted, despite customer treating with a shot of insulin and changing out the site. Troubleshooting was performed. There were no air bubbles or leaks found in the infusion set or reservoir. Insulin exited during a manual prime. Customer declined to check for site or insulin issues or review settings for accuracy. The insulin pump passed the high pressure test. Customer was advised to change the entire set, reservoir, and insulin and follow up with healthcare provider regarding unexplained high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.